Event description:
The patient fell out of a tree a few weeks ago, while using a chain saw. Patient presented to ER with device in backup vvi mode. The patient felt inappropriate shock. Review of fluoroscopy and cine found no lead anomalies. The rv lead tested normal during dft testing with the new device. Analysis of the ICD revealed an arc and polish mark on the can, consistent with a damaged lead.

Manufacturer narrative:
All information provided by manufacturer and medwatch form received. (B)(4)